Manufacturer narrative:
Submit date: 11/2/2015. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer stated that it was found that the adapter of the catheter had a slow bleed during dialysis. The physician replaced the adapter with another new one. The patient was involved with no injury.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Two adapters were received for evaluation. A visual inspection was performed and it observed that both adapters were attached from the extensions. There were no issues found on the adapters. A possible root cause can be due to over tightening of the adapter. As per the instructions for use, it is necessary to perform an inspection before using the device. Do not use the catheter if it is damaged or appears defective. Over tightening catheter connections can crack some adapters. This event will be handled through a formal corrective and preventative action and no additional actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.